Event description:
It was reported that the pump declared alarm 20 during the pumping process, and despite efforts, the issue persisted after attempting to load a new cartridge. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on their blood glucose level. Tandem technical support decided to replace the pump, and the customer was instructed to use mdi as a backup therapy. Additionally, the customer was guided on how to put the pump into storage mode and understood the process of returning the pump.